Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse from valley baptist hospital reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The nurse did not report a blood glucose level for the time of the event, the nurse asked to have a representative sent for troubleshooting declined troubleshooting over the phone. The device will not be returned for analysis.